Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water cylinder has no color, suction cylinder has no color, due to clogging of the nozzle; the air/water supply volume do not meet the standard value, due to wear of the angle wire; the play of the upward/downward knob is out of the standard value, image guide protector has a scratch, adhesive around the objective lens and light guide lens have discoloration, adhesive on bending section cover has a crack, and the connecting tube has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope nozzle is clogged with foreign material. There were no reports of patient involvement.